Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer¿s stated problem was not duplicated. However, functional test found error code 112. The most probable cause is due to an intermittent motor. In order to correct the issue, the motor was replaced as well as the front/rear housing, housing seal, syringe cap, battery cap, keypad, and rear label. The device has since passed all functional testing.

Event description:
It was reported that the device had a system fault. The event occurred during testing and date of event was unknown. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.